Event description:
Reporter alleged a valid lab comparison was performed versus blood glucose monitoring device results. Reporter stated glucose result was hi and within five minutes a retest of the device was hi. Reporter indicated a lab was performed 10-15 minutes after the retest and result was 85 mg/dl. Reporter indicated controls were used that day and were within range. Reporter stated no treatment was administered. A request was made for the return of the suspect device and replacement product was sent.